Manufacturer narrative:
Devices were returned and evaluated and the conclusion is the complaint could not be confirmed. The device appears to have functioned as intended.

Event description:
The patient's husband stated the patient had a low blood sugar reading yesterday, (B)(6). At noon the patient had a reading of 46. The patient was feeling dizzy. With the husband's assistance, the patient drank juice and ate a biscuit. After 2 hours her reading went up to the 90 range and later it went up to about 120.